Manufacturer narrative:
The insulin pump was received with a constant alarm due to faulty electrical component on the radio frequency board. No button error alarm and with intermittent button response due to moisture damage keypad trace. No button error alarm. Unable to performed functional test due to a64 alarm anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads cracked and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a rf pic failed self-test, button error and high blood glucose readings on the insulin pump. The customer woke up with blood glucose of 250 mg/dl because he fell asleep when he got the alarm. The customer cleared the alarm and treated with the pump. The customer declined to troubleshoot for high readings. The customer stated that the alarm did not occur during the rewind and prime sequence. The customer stated that the up button does not work. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.